Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer reported the device alarmed, there was an electrical error detected. The customer stated the insulin pump was alarming since the morning. Explained that the insulin pump internal power source was unable to charge. Troubleshooting was done and insulin pump light was still flashing. Advised to remain disconnected until light stops flashing. Explained the process should resolve the power error detected condition. Advised to monitor the pump and call back if error occurs again. The customer's blood glucose was 7.7mmmol/l.